Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (connector damaged / code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the yellow (pgnd) wire was open inside the trunk cable. The cause of the code 204 and incoming test failure is the damaged connector and open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor contacted zoll to report that the connector on a patient's electrode belt was damaged and the device was producing service code 204.